Event description:
While attempting to defibrillate a patient during open-heart surgery, the device failed to allow discharge. The clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2006-01091 which is a similar report from this facility with a different device.